Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed based upon programmed settings and usage data and showed that the battery was depleted prematurely. The cause of the rapid battery depletion was determined to be high current draw from the device hybrid. The cause of the high current draw could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis.